Event description:
It was reported to the manufacturer that the vns pt's device showed 4 months till end of service when interrogated on (B) (6)2010 and later when interrogated at showed 5.3 years till eri yes. It has been decided to send the pt for a prophylactic generator replacement. The pt has been having no seizures since being implanted with the vns. No surgery date set at this time. The alleged battery life projection increase was confirmed via programming history review.

Manufacturer narrative:
Analysis of programming history. Results: analysis of programming history confirmed the increase in eos projection. Conclusions: other: the root cause of bias between the time of eos projections for the generator and model 250 programming system appears to be due to an incorrect characterization during the design control phase.